Event description:
The customer reported that the insulin pump had a button error alarm. Troubleshooting could not be performed as the customer did not have the device with him at the time of the call. Blood glucose level was 94 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.